Event description:
Complainant alleged that while attempting to charge during a routine preventative maintenance check, the device displayed error message code "status 90" on the monitor screen. The complainant indicate that there was no pt involvement in the reported failure.